Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia around 3¿4 a.m. While using the ilet, had performed two factory resets with a trainer, had the cgm target set higher by a diabetes educator, and was meal announcing when glucose was low; the user requested additional training on ilet operation, and the agent provided troubleshooting and education and advised contacting the healthcare provider to address frequent lows and confirm the cgm target. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of available usage information and counseling on operating practices. Investigation of this case revealed no device malfunction reported and suggested use-related factors, including meal announcements during low glucose and possible target configuration, as contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.